Event description:
The device was returned with the stent delivery system and was found to have separated.

Manufacturer narrative:
PMA/510(k) : k931584, k944677, k971254, k964611 and k022357. Device MFR date: unk. This report is related to manufacture report 2939204-2009-001.